Event description:
Per the clinic, the patient experienced pain, skin breakdown, extrusion of the device and developed an infection. Subsequently, the patient was treated with antibiotics (specific date, type and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.